Event description:
Under fluoroscopy it was determined that an externalized conductor was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.